Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited episodes with functional undersensing and oversensing. One observed episode showed a premature ventricular contraction (pvc) detected as atrial sensing, leading to inappropriate atrial pacing. Following the pacing, a premature atrial contraction occurred, which was thought to have initiated atrial tachycardia. Technical services (ts) reviewed the episode, along with the presenting electrogram (egm), and noted that the arrhythmia was not consistently reproducible following the pvc, atrial sensing, and atrial pacing sequence. The presenting egm showed a similar sequence without atrial tachycardia. As it was unclear whether device timing was the cause of the arrhythmia, ts provided limited programming options. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.